Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was sleeping and coughing. It was noted the inappropriate shock was suspected to be due to myopotentials. The patient was seen in-clinic; however, no noise was able to be reproduced, and secondary sensing vector was programmed. Technical services (ts) was consulted and commented on the likelihood of a sense-b-noise issue. Ts also reviewed available x-ray imaging, noting the electrode does not appear to be as deep as expected, which is the likely reason for elevated shock impedance. Next week, the patient will transmit device data with the programming changes discussed with ts (from primary to secondary vector x2). Besides the inappropriate therapy, no other adverse patient effects were reported. This electrode remains in service.